Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported that they had poor communication with their programmer. A message to change batteries kept popping up, and replacing the batteries did not resolve the issue. The patient later described a poor communication screen. It was noted the programmer antenna was taped on the programmer. The programmer would not interrogate the ins with or without the antenna. A replacement programmer was sent. The patient later reported that they received the replacement programmer and had no antenna, but they were having the same problems as before. They were getting the "check mark" when they press the check mark button. The patient declined further troubleshooting. No medical symptoms were reported. No further complications were reported.